Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint on the lot number. On 15th september 2025, we received one used sample. After decontamination, we see that the balloon was punctured. According to the IFU, the silicone prostatic catheters are intended to be used after prostatectomy or bladder surgery. Prostatic catheters are not intended to be use to dilate the cervix of a patient as indicated in the description. Moreover, in warnings and precautions section: inflate the catheter balloon with sterile water only however in the description it's indicated that the balloon was inflated with 20 cc of nacl. This is a misuse that may have led to the deterioration of the balloon. Checking quality database revealed no anomaly in connection with the described problem.

Event description:
According to the available information the balloon of the catheter was used to dilate the cervix of a patient. The balloon was inflated with 20 cc of nacl, a leak of nacl in the vagina was noticed and the balloon was found punctured. There were no consequences for the patient.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the balloon of the catheter was used to dilate the cervix of a patient. The balloon was inflated with 20 cc of nacl, a leak of nacl in the vagina was noticed and the balloon was found punctured. There were no consequences for the patient.